Event description:
A patient reports their controller is getting hot and has an odor. In addition the patient reports having to charge their controller multiple times daily due to it not holding a charge. The patient reports the controller lasts 1.5 days on a full charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.